Manufacturer narrative:
The abbott service representative investigation found no damage to the electronics inside of the pump; however, a short circuit between the two float switches was observed. Photos of the external waste pump were provided by the service representative that confirm the charring/melting observed on the float switches. The charring of the float switches did not spread to other areas of the pump or the analyzer. The pump was replaced and the issue was considered resolved. A review of the alinity scm01288 service history did not identify any issues that may have contributed to the complaint issue. The alinity c-I system, including the external waste pump, was installed feb. 8, 2018. There have been no further occurrences of smoke since the external waste pump was replaced. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue related to the alinity external waste pump or the alinity c-I series systems. Based on the available information, no product deficiency was identified.

Event description:
The customer noticed smoke coming from the external waste pump on the alinity ci-series system, serial number (B)(4), on (B)(6) 2018. The customer turned the pump power off and unplugged the power cord until service arrived to inspect the pump. There was no report of observed flames or any injury due to the smoke.